Manufacturer narrative:
The associated complaint devices were returned and evaluated. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported the patient fell and tore her pcl and loosened the femoral component. A revision surgery was performed to remove the entire construct.